Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Clinic contacted the manufacturer representative (rep) saying that the patient (pt) was having an issue with the settings on the stimulator, per caller who spoke to pt's wife the stimulator fully discharged (not over discharge) so the pt didn't realize that when the implantable neurostimulator (ins) depletes that it needs to be turned back on so the pt thought there was a problem . The pt alleges that there was no group when they charged the ins back up. The caller states the it was noted that the pt had to actually select a group. Rep was trying to have pt explain how that would have manifested itself. (How was there no group?) But the pt/spouse seemed to be confused. The pt/spouse stated the first line of programmer showed 'off' and she said the second line showed off and then on which doesn't make sense and third line the pt/spouse couldn't remember because it was said there were no 'settings' there. The caller said the pt was confusing. They are on a group now and the therapy is fine. Tech services (tss) advised that the ins should return to the previous programing when charged and turned back on. The caller was advised to consider meeting with pt. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the implant having no settings was unknown, but there was confusion about how to work the patient programmer. No actions were taken since the stimulator had programmed settings.